Event description:
The patient reported that they were unable to bolus. They would go to the bolus screen and the pump would go to 0.1 unit and no higher, then jump back to the wake up screen. Replacing the batteries and cartridge did not help. They used rapid acting insulin to correct their blood glucose levels.